Event description:
It was originally reported that the pt experienced a loss of therapeutic effect. Five days later a power-on-reset (por) condition was reported and a "call dr: por" icon message was seen on the pt programmer. Approx a month later, an infection was reported which was described as a "nick on the bone with excess fluid". Add'l info was requested.

Manufacturer narrative:
(B)(4).